Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that on (B)(6) 2013: the patient referred to the doctor with nuchal pain, studies show hypotension of csf and chiari. The patient has difficulty to retain the diuresis. This is a syndrome of csf hypotension pressure. The csf pressure is in 90. (B)(6)2013: the rx show csf pressure of 30 and the doctor reprogrammed the pressure to 90. Reprogram required under fluoroscopy. (B)(6) 2013, 20 days ago the valve was programmed at 90 and today read 30. The doctor observed that the motor is not in the appropriate position, (stainless steal spring tucked under the motor) which is why he requested to replace the valve. (B)(6) 2013 the doctor programs surgery for monday (B)(6) 2013 the doctor removes stitches. The patient is asymptomatic. The complaint is being reported late as an internal administrative oversight.

Manufacturer narrative:
Upon completion of the investigation, visual examination of the valve revealed that the stator was dislodged therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification and no other damage was noted. A review of the device history records confirmed that the device conformed to the required specification prior to distribution. The root cause(s) of the dislodgement could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that was designed to minimize this type of dislodgement. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.